Event description:
It was suggested by my dentist, dr. (B)(6), that I purchase a nti device to prevent my grinding during sleep and because I have a migraine condition. After three different visits and molds, I received one that fit properly. I did let him know on my following visit that is was causing my bottom teeth to become loose - this nti fit on the two front teeth-. He stated to not use it for a couple of nights and it would be fine. I waited two nights and began using it again. On the second night, I woke in the middle of the night and the nti had broken my lower tooth and produced "crazy lines" in the tooth beside it. I went to see my dentist and all he could offer was to repair the tooth at my cost! I am already out of (B)(4) for the nti. Dentists need to have further training and nti needs to do more research on preventing further damage to pt's teeth. (B)(6) 2010 was initial visit for fitting and payment. Went once a month with two more attempts to get proper fittings. Went in june to discuss broken tooth and options. I will call the dentist on monday to get specific dates. Dose or amount: one. Frequency: nightly. Route: dental. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: grinding; migraines. Event abated after use stopped or dose reduced: no.